Event description:
Customer reportedly received results of 54 mg/dl and 288 mg/dl within 10 minutes on the advantage system. No blood glucose symptoms reported with these results. No actions taken based on device results. No quality controls were used. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
Additional concomitant medical products and therapy dates: lisinopril 40mg once daily; simvastatin 80mg bed time; atenolol 100mg once daily; nisoldipine 40mg once daily; hydrochlorothiaziade 25mg.